Event description:
It was reported the video system center image did not display. The issue occurred during preparation for use for a diagnostic endoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. During the device evaluation, an additional adverse event of error message b30 (scope communication) due to the faulty circuit board component was also identified. Based on the results of the investigation, no image on the monitor and the front panel led not glowing were identified as been due to faulty circuit boards. There was no output from y/c and composite output due to a faulty distribution board. Olympus will continue to monitor the field performance of this device.